Event description:
Orif distal femur with lcp curved condylar late and cerclage wire placed. Pt noted increased thigh pain after walking with her walker; broken plate and non-union caused surgeon to retrieve hardware and revise fixation with bone graft.

Manufacturer narrative:
This info was not provided during initial report. Add'l info was requested, however, completed questionnaire did not include this info. Device history record is in the eval process. Product investigation could not be completed, no conclusion could be drawn as no device was returned.